Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400 ml. Flow rate: 8 ml/hr . Procedure: tibia and fibula fracture repairs on left leg. Cathplace: near incision site around left knee area date of surgery: (B)(6) 2013. Pt phoned the hotline nurse to report that the patient had surgery on (B)(6) 2013. The following day she was connected to a cb006 and discharged home. She reported using the bolus button about 5 or 6 times since she received the pump, and the on-demand button would pop back up within a few minutes. She called the hotline because this time the button was not popping back up. She verified that the orange indicator on the side was visible and in the upper most position, the tubing clamp was open, the saf dial was properly set at 8 ml, and the tubing clamp was not kinked. At this point it was 40 mins and the button was stuck. Prior to calling the hotline the pt spoke with an anesthesiologist and she was instructed to wait as sometimes it takes time for the button to pop back up. The pt stated she was not in any pain. The hotline nurse phoned the patient back to reassess the pump and the patient stated that it took an hour and a half for the button to pop back up. Add'l info received (B)(4) 2013: it was (B)(6) 2013 around noon that the pt reported that the button was stuck, pt did not notice any unusual signs or symptoms. She disconnected the pump when it was finished and pulled the catheter out herself no resistance and nothing unusual. No adverse event reported. Pt has device for return.

Manufacturer narrative:
Method: currently I-flow is awaiting the return of the device for an eval and investigation. A review of the device history records (DHR) was conducted for the lot number provided. Results: the device met all mfg specifications at release. Further results are pending the completion of the eval. Conclusions: the investigation and eval are still in progress, a follow up report will be submitted when the investigation is complete. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.